Manufacturer narrative:
Concomitant products: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was p-wave undersensing and potential ffrw (far-field r-wave) oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.